Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer delivered 2 air bolus's and successfully resumed insulin therapy. Reportedly, the customer is removing cartridge air bubbles with an empty syringe sometimes, and wears the infusion set for 3-4 days. Clinical support advised customer that removing cartridge air bubbles with an empty syringe sometimes, and wearing the infusion set for 3-4 days, is off label per the tandem user guide. Customer¿s blood glucose level was 190-218 mg/dl.